Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center about the discordant high plasma potassium result. The cause of the discordant high plasma potassium result is unknown. According to customer's clinical specialist, the increase in k result is known as pseudohyperkalemia due to the patient's high white cell count. Per the customer clinical specialist, the 2.8 mmol/l serum result is the most accurate result and was then reported. The customer declined troubleshooting assistance from siemens. Siemens headquarters support center (hsc) concluded their investigation of the incident. No product problem has been identified. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant high potassium (k) result was obtained on a plasma sample on the dimension vista 1500 system. The patient plasma result was not reported to the physician. A serum sample from the same draw was run on the same day on the same dimension vista instrument and a lower result was obtained and it was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant high plasma potassium (k) result.